Manufacturer narrative:
(B)(4)

Event description:
It was further reported there was a ¿pocket issue¿ so one of the implantable neurostimulators (ins) would be replaced with a smaller generator.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3708160, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).

Event description:
Additional information received reported that the patient had a complication with the implantable neurostimulator (ins) in (B)(6) 2013 and had it removed "a month" after implant. It was noted that the pocket gave out and the patient could move the device/wire and could hear the wire move from the outside of her body. It was noted that a smaller battery was implanted on 2013-(B)(6) that was anchored differently.